Manufacturer narrative:
Based on the provided information and tests performed on site there is no indication of a malfunction of the mr system or coil used. It is concluded that the injury on the left lower back is caused by the close proximity of the body to the bore wall. No padding was used between the patient and the bore wall and it was stated that the patient was in direct contact with the bore wall close to the affected area. Further contributing factors identified were: -total specific energy dose (sed) of 4.0kj/kg. (B)(4).

Event description:
Philips received a report that a patient experienced a heating sensation and a blister of 4 cm was observed on the outside of the left lower back. The patient was positioned feet first supine, oblique, off center and scanned for a right wrist mr examination using the sense small extremity 8 coil.